Event description:
It was reported that during an unk procedure, the clips were malformed and fell down. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.